Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients wound was not healing properly. The patient underwent a revision procedure wherein the ipg was relocated and was replaced. The patient was doing well postoperatively. The explanted ipg was discarded.